Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as rash with a sore spot that got infected. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics and bandaged the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.